Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed pre - rite (returned instrument test/evaluation) testing due to no display. During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient device therapy logs: (occurrence date (B)(6) 2012 at 08:48:10 with drain volume of 3332 ml during cycle 4). Fill volume is 2000ml. There was a patient involved, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. Use error. Tidal uf removal set too low. This issue was confirmed through review of the event history log.